Event description:
It was reported that, following the implant of this sling, the incontinence experienced by the patient worsened over time. An artificial urinary sphincter (aus) was then implanted. No further patient complications were reported.